Event description:
A hosp biomedical engineer (bme) reported that vertical lines were observed on the monitor when a video laparoscope was used during a laparoscopic cholecystectomy procedure. There were no injuries related to the occurrence and the procedure was completed with a second instrument.